Manufacturer narrative:
(B)(4) 2015 07:21 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the doctor noticed the heartstring iii seal was cracked when trying to load the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. No blood was observed on the device. The slide lock was disengaged and the plunger was fully depressed on the delivery device. The seal, anchor and tension spring assembly were returned outside of the device. Complete delamination of all the coils was observed. There is no evidence that the device had been introduced into the aorta. Based on the condition of the device as found, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. Internal complaint number trackwise # (B)(4). Autonumber (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the doctor noticed the heartstring iii seal was cracked when trying to load the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.